Event description:
It was reported that the left ventricular lead had dislodged. During the replacement procedure, it was not possible to extract the lead, so the lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.